Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus for evaluation. In the evaluation, the following were confirmed. There was no crack of the distal end cover and no chip of the lens. Burn marks around the instrument channel outlet at the distal end. Scratches around the auxiliary water channel opening at the distalend. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. The following were confirmed in the evaluation of the omsc. There was no abnormality in the operation of the bending section. There were no burrs, scratches, unevenness or cracks in the insertion tube, the bending section and the distal end. The biopsy forceps smoothly passed through the instrument channel. The device passed olympus' electrical safety test. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that five cases of gastric perforation were occurred in five patients due to endoscopic submucosal dissection (esd) procedures using the subject device. The details of the third patient case was as follows; the perforation occurred during the esd procedure. The perforation was closed with unspecified clip. The patient¿s lesion very invasive and the location (fundus) was very difficult to treat even with the subject device. Endoscopy accessory used in this esd procedure is unknown. Other detailed information was not provided. This is 3 of 5 reports.